Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported resistance with the guide wire was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported resistance with the guide wire. Factors that contribute to resistance with the guide wire, include, but not limited to, user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of the right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly the prostyle device could not advance over the guide wire. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.